Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "173 mg/dl" on the subject meter compared to feelings/normal results. A control solution test fell outside the expected range. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.